Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7092404.

Event description:
It was reported that the patient was not able to get enough pain relief despite reprogramming. It was noted that the leads had multiple contacts out. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.